Event description:
During acl repair two 8x25mm biorci ha interference screws broke. The sales rep. Who was present during surgery noted that the surgeon did not completely tap the tunnel for the first screw. They then completely tapped the tunnel for the second screw. The pt was a soccer player with very hard bone. It was noted that there was some graft damage, but the surgeon was not sure how it occurred. The graft was able to be used and good fixation was obtained using a metal interference screw. No significant delay was noted, and it was reported that no pt injury resulted.